Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use for the coronary procedure, which was delayed and due to non-availability of geo movements the treatment was rescheduled. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, it was found that the geo pc was not able to power on, even manually. The suspected geo pc was returned to philips for further analysis. The analysis confirmed the malfunction of the geo pc and identified power supply unit (psu) was defective, resulting in no power. Following the replacement of the geo pc by the fse, the issue has been resolved and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.